Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, while clamped on the rectum, the surgeon tried to squeeze the handle to fire. The handle would not move and the surgeon forced it, hearing a crack. Another reload was used but the handle would not fire anymore. Another stapler was used to complete the case. There was no patient injury.